Event description:
The customer reported to olympus, the telescope, has a missing post to click in the sheath. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a missing pin. Furthermore, the following additional issues were identified during inspection: fiber breakage and broken lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, the reported issues were most likely caused by excessive force by the user. Olympus will continue to monitor field performance for this device.